Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k103751, k110122. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 12mm in length and extended from a position 1mm proximal of the proximal markerband to 10mm distal of the proximal markerband. It is not possible to inflate the device with a tear in the balloon material. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
Reportable based on device analysis completed on 16jul2025. It was reported that balloon failed to inflate, and leak occurred. The stenosed target lesion was located in the arteriovenous fistula (avf). A 4.0 x 40, 75cm mustang balloon catheter was used for dilation. During the procedure, it was observed that there was a leakage of contrast, and the balloon did not expand. Leading to a defective balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon longitudinal tear.